Event description:
The case involved the mid circumflex with no tortuosity and the device was prepped according to the instructions for use (IFU). The xience prime was then advanced over a non-abbott guide wire; however, resistance was met at the proximal portion of the guide wire. However, the xience prime was able to advance down to the lesion site but it would not inflate. The xience prime was removed with no issue and another xience prime was used with the same guide wire successfully. There was no clinically significant delay in the procedure and no adverse patient sequela. The patient outcome was fine. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: device evaluation: an analysis of the returned device identified a tear in the inner member, which likely contributed to the reported failure to inflate, confirming the reported device issue. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.